Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the right arm. Approximately 4 months post procedure patient suffered immature right arm arteriovenous fistula. Fistula was used after previous procedure but was abandoned. Focal stenosis was seen in mid humerus level. A 6mm balloon was used to dilate fistula. Then cutting balloon and then 6mm drug coated balloon. Procedure resulted in a fistula that should be mature for access and one fistula with stenosis was fixed. The event was treated with percutaneous intervention along with medication. Patient recovered.

Manufacturer narrative:
Patient suffered stenosis of right arm arteriovenous fistula. Fistula was used after index procedure. Patient was lost to follow-up for a few months: several cancelled/missed. Patient saw surgeon again and it was learned that fistula was not being used much. Access stopped for unknown reasons at an unknown time. Flow volumes were on the low side. Fistulogram with reintervention was scheduled. Focal stenosis seen in mid humerus level. A 6mm balloon was used to dilate fistula, then cutting balloon and then 6mm drug coated balloon procedure resulted in a fistula that should be mature for access and one area. Adverse event was treated with an in.pact 018 balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.